Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that a caller from the doctor¿s office stated that a por (power on reset) error code was seen on patient programmer, patient can't feel the device and was having a lot of incontinence since (B)(4) 2019. Caller has not travelled in the past few months but has been shopping at convenience stores. The managing physician was not available the date of call to check the device with a physician programmer, and caller was advised to have the device checked and to have the por reset. No further complications were reported or are anticipated.